Event description:
The following was reported to hamilton medical ag: boot up failed, unit is not switching on during software version 3.0.3 updating no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: boot up failed, unit is not switching on during software version 3.0.3 updating no patient involvement.